Event description:
It was reported that out of the box the cardiosave intra-aortic balloon pump (iabp) unit failed manifold test performed by a getinge field service engineer (gfse). There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Getinge field service engineer (fse) while unboxed the new cardiosave. Fse have ¿all manifold tests¿ and find membrane status failed. Fse have try to replace safety disk so membrane status passed. Need a credit note of the safety disk. No patient involved. The failure analysis and testing dept. Received part number 0202-00-0140 safety disk serial number (B)(6) with a reported unit failure of membrane status fail. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0202-00-0140 safety disk serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the safety disk. To factory specifications per procedure number 0002-07-d016 revision f and the cardiosave service manual part number 0070-00-0639 revision r. The fat performed the all manifold test and observed that the membrane differential test failed at 8mmhg. Factory specification is +-6mmhg. The fat replicated the failure of the membrane test failing. The safety disk failed testing. Retaining the safety disk in the fat per procedure number 0002-07-d008 rev. As.

Event description:
N/a.